Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "catheter difficult to remove" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A ship history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Patient anatomy and drugs used during treatment are potential contributing factors of this failure. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The instructions for use, (107224, rev. D) which is supplied to the user with this catalog number, contains the following statements: *caution: it is extremely important to adequately flush the port after blood withdrawal. Occlusion of the catheter can occur if blood is left in the catheter for an extended period of time. · power injection should not be performed if blood aspiration is not present or the port is difficult to flush. If the implanted port is utilized, it may result in device failure or patient injury. Two-way obstruction (unable to infuse through the port system and unable to aspirate blood): causes · a fibrin tail, clot or sheath may be on or within the catheter. · the non-coring (huber point) needle may not be patent or properly positioned within the port septum. · confirm that the needle is of sufficient length and, when positioned in the septum, the needle opening is not occluded by the septum. · the clamp on the non-coring (huber point) needle should be open. · a drug precipitate caused by incompatible drugs infused through the port may be obstructing the system. To prevent, use adequate amounts of sterile normal saline between incompatible solutions. · a thrombolytic agent may be used on the order of a physician to restore patency. The procedure should be outlined by the drug manufacturer's labeling. Use facility protocol to determine which thrombolytic agent to use. · the use of streptokinase has been known to cause allergic and anaphylactogenic reactions. · a contrast study performed through the port may confirm fibrin sheath presence, kinking, malposition, or pinch-off syndrome. Caution: do not force solutions through the port system to clear an obstruction. A high pressure situation may cause irreversible catheter damage, leading to port system explant. Pinch-off syndrome pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein.1 note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference pr15028 h3 other text : device unavailable for return.

Event description:
As reported to angiodynamics on (B)(6) 2017: during explant of a smart port from a male pediatric patient, the catheter tubing could not be removed. This patient had the smart port in place for the past 3 years, and had it removed 2 weeks ago. During explantation, only the port body could be removed. The port catheter (approximately 9cm) was encased in tissue and could not be removed. After surgery, he had an x-ray and echocardiogram to visualize the catheter. He is going for a consultation with a cardiac surgeon to determine if he will need surgery to remove it, or if they are going to let it remain in the body. Patient is ok post treatment for leukemia but 9cm of catheter tubing is stuck in vessel near svc. Cardiac surgery consult planned for (B)(6) 2017 it was reported that the disposable device is not available to be returned to the manufacturer for evaluation.